Event description:
It was reported by the rep that a atb45 device was used during a lap gastric bypass procedure. The rep, who was present for part of the case, stated that according to the surgeon, "everything looked good" and "the case was completed without any noticeable consequence." The rep was informed that pt had died one week post-op of the lap gastric bypass surgery. According to the autopsy report, the documented potential cause of death was: 1) pulmonary embolism and/or 2) a leak in the staple line. The rep reported that the surgeon feels there are conflicting facts on causes. As a result, the surgeon is using competitive staplers. However, surgeon is still not convinced that the death was due to the staple line. Rep emphasized the surgeon feels that it is not definitely known if the death is due to stapler. Rep further stated that if more info is needed, the surgeon may be contacted.